Event description:
It was reported that, the system triggered a lead safety switch (lss) due to high impedances out of range on this right ventricular (rv) lead. Subsequently, this rv lead was surgically abandoned and replaced. During explant procedure the lead and header were checked, and no fracture was seen in exposed lead area. No additional adverse patient effects were reported.